Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after experiencing a syncopal event which resulted in a head laceration. System evaluation revealed no pacing therapy, elevated thresholds and loss of capture on the right ventricular (rv) channel. A revision procedure was performed and the lead was confirmed to be fully inserted into the device header and the device setscrews were fully deployed. Additionally, an x-ray was performed which confirmed the lead was in the same position as the initial implant. The patient's sodium blood chemistry was very high but all other blood panel readings were normal. The lead was removed from service and replaced. No additional adverse patient effects were reported.